Event description:
Infusion pump in for service where a baxter service technician discovered a failure code 812:02 on initial start up of the pump. The hosp rep stated to the baxter service shop that they have no record of any pt incident involving the pump since the last baxter service event. Info was requested regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use, but no add'l info was available. Add'l contact info was requesed but no add'l contact was identified.